Manufacturer narrative:
Follow-up # 1 - 3/25/2015 device evaluation.the lay user/patients test strips have been returned on 1/6/2015 and further evaluated by lifescan product analysis on 1/15/2015 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. In addition a secondary issue was noted; the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging that her onetouch ultralink meter displayed an error message. The following complaint was classified based on additional information obtained from the patient during a follow-up telephone call. The patient stated that the alleged error message began on (B)(6) 2014 at 8:00 am. The patient had been on vacation in (B)(6) with the subject meter and test strips, and on returning home she attempted to obtain a blood glucose reading using the subject test strips but instead the meter displayed an error 2 message. The patient stated that since her initial contact with lifescan, she has used a new vial of test strips and the alleged error message has not occurred again. The patient manages her diabetes with self-adjusting insulin. The patient stated that she took more food/drink from (B)(6) 8:00 am in response to the alleged error message. The patient claimed to have developed the symptoms of "dry eyes, dry mouth and headache" approximately 2 hours after the alleged error message began; however she denied having received any treatment. At the time of initial troubleshooting, the customer support representative (csr) notes that the subject meter was not being used for the first time, there was no indication of product misuse, the patient was using the correct testing technique and the correct test strips were being used. The csr also noted that the patient did not have testing supplies available to perform a walk-through test and the error message did not occur when the power button was pressed during troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that the subject device caused or contributed to a serious injury. The patient's reported symptoms of "dry eyes, dry mouth and headache" do not meet lifescan's criteria for a serious injury. The patient did not receive treatment as a result of the alleged issue. The alleged product issue was not resolved during troubleshooting.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging error 2 strip issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that the subject device caused or contributed to a serious injury. The patient's reported symptoms of "dry eyes, dry mouth and headache" do not meet lifescan's criteria for a serious injury. The patient did not receive treatment as a result of the alleged issue. The alleged product issue was not resolved during troubleshooting.